Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset was confirmed in the laboratory. Interrogation found the device in hardware vvi (hwvvi) mode and the memory indicated that the device experienced a power on reset (por). After the reset was removed, the device's functionality was tested on the bench and using our automated electrical testing system. Testing revealed normal device characteristics. It is suspected that the reset was due to interference with electric cautery.

Event description:
The patient received a vibratory alert due to high voltage lead impedance. T-wave oversensing and exit-block were observed. During the lead revision, the device was interrogated and the was found in a back-up vvi mode without hv therapy. The device was explanted.